Event description:
Customer reportedly received results of 6.7 mmol/l and 2.6 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. Customer self treated with "grape sugar." No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.